Event description:
-Bipap v30 auto on patient (B)(6) 2025. Patient was on s/t(B)(6) with 6l bled in. Device shut off about an hour after initiating therapy. Other monitoring devices were in use (continuous pulse oximetry, tele) which helped identify the issue after patient was desaturating. Staff responded quickly (within a few minutes). Patient was hypoxic (spo2 high 70's to 80's) and confused, refusing to let staff place patient on oxygen. Respiratory therapy was able to place patient on alternate niv device. Rrt was called due to hypoxia/confusion and labs obtained. -patient harm was temporary. Patient was hypoxic and found to be hypercapnic after (vbg) venous blood gas's were drawn during the rrt period.